Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle was broken and remained under the skin [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a medical doctor as "needle was broken and remained under the skin" beginning on (B)(6) 2016, and concerned a (B)(6) female patient who was treated with suspect device novofine 32g 6 mm (needle) from unknown start date due to "type 1 diabetes mellitus". Patient's height, weight and bmi were not reported. Medical history included type 1 diabetes mellitus, and treatment with insulin for 20 years. Concomitant products included - humalog (insulin lispro), and lantus (insulin glargine) solution for injection. The patient used pen needle 32g taper with insulins (both humalog and lantus were reported). In the evening on (B)(6) 2016, the patient found the needle was missing after the injection. On (B)(6) 2016, the patient was admitted to hospital for surgery to remove the broken needle which had remained under the skin. The surgery took approximately two hours to remove the needle, as it was deep in her skin. The patient was told by her doctor not to lift heavy weights after the operation. The nurse checked her injection handling and told her there was nothing wrong with her handling. The patient was accustomed to insulin injection. She injected insulin to her upper arm. Previously, her husband made injections to her arm and currently the patient injected herself to the arm. The patient had discarded the needle in question. On (B)(6) 2016, the patient was discharged from hospital. The outcome for the event "needle was broken and remained under the skin" was unknown.

Event description:
Case description: concomitant products included - humalog (insulin lispro) reported as humalog miriopen, and lantus (insulin glargine) solution for injection reported as lantus solostar. The patient used novofine 32g 6 mm (needle) reported as penneedle 32g taper with the insulins. Details were reported from the secondary reporter, a surgeon. According to him 1.5 cm incision was made. The patient had three stitches of subcutaneous suture and three stitches for suture removal. The tip of needle sat in the adipose tissue. The nurse checked her injection handling and told the patient there was nothing wrong with her handling. No batch number provided. On (B)(6) 2016, the patient visited the hospital and was encouraged to rest for another week because the operative scar was still swollen. In (B)(6) 2016 the outcome for the event "needle was broken and remained under the skin" was recovered. Investigational result: no investigation was possible, because neither sample nor batch number was available. Narrative updated accordingly. Final manufacturer's comment: 26-apr-2016: as the needles have not been returned to novo nordisk (B)(4) for investigation and only very limited information regarding the handling of the needle is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4) case. Evaluation summary no investigation was possible, because neither sample nor batch number was available.